Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2016-10-30, UDI #: (B)(4), mfg date: 2015-10-30, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2016-11-30, UDI #: (B)(4), mfg date: 2015-11-30, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4)/ model #: 1650 / expiration date: 2016-11-30, UDI #: (B)(4), mfg date: 2015-11-30, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2016-11-30, UDI #: (B)(4), mfg date: 2015-11-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found, sitting down, unresponsive and intoxicated, at home with no power sources attached to their controller and no controller alarms; the batteries were drained. Power was reconnected, and the pump restarted. The patient was admitted to the hospital with mild respiratory distress. It was noted that patient had multiple critical battery alarms since due to battery power being less than ten percent, controller fault alarms related to the power sources being too low, and multiple times of 'no power' which lead to a pump stop because of power sources completely drained due to user error. The patient had approximately three hours of pump off time. The patient was alert with no adverse events and was discharged two days later. The ventricular assist device (vad) remains in use. The patient was a participant in the vad destination therapy trial improved blood pressure management study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and four batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018 at 07:36:54. The controller was without power for 2 hours, 54 minutes, and 45 seconds. In addition, multiple controller power up events have been recorded between 17/feb/2018 and 08/mar/2018. A review of the alarm log file revealed twenty-two (22) critical battery alarms logged between 20/feb/2018 and 09/mar/2018 involving batteries (B)(4), as well as five (5) controller fault alarms logged between 20/feb/2018 and 01/mar/2018. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the batteries are approaching 0% rsoc. As a result, the reported event was confirmed. In the event that the controller loses power, the internal battery will power the ¿no power¿ alarm for at least 15 minutes. Given that the patient was without power for 2 hours 54 minutes and 45 seconds, a possible root cause of the reported lack of a ¿no power¿ alarm can be attributed to an extended period of time where a power source was not connected to the controller. The most likely root cause of the critical battery and controller fault alarms can be attributed to the patient allowing batteries to deplete below 10% rsoc. The most likely root cause of the loss of power on (B)(6) 2018 can be attributed to the disconnection of both power sources from the controller as described in the event details. A possible root cause of the various losses of power between 17/feb/2018 and 08/mar/2018 can be attributed to a disconnection of both power sources, intermittent disconnections on one or both power sources, and/or to the connected batteries being allowed to drain to 0% rsoc / inappropriate power source management. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four batteries were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018 at 23:03:25. The data point prior to the loss of power revealed that bat307566 was connected to power port one (1) with 25% relative state of charge (rsoc) and bat305166 was connected to power port two (2) with 46% rsoc. The data point after the controller power up event, logged at 23:04:01, revealed that bat307566 was connected to power port 1 with 96% rsoc and no power source connected to power port 2. The controller is a controller 2.0, which has a feature that captures the date and time of controller power downs. The pump-off time was calculated to be 32 seconds. In addition, multiple controller power up events were recorded from (B)(6) 2018 to (B)(6) 2018 . A review of the alarm file revealed 11 critical battery alarms from february 20, 2018 to (B)(6) 2018 . The critical battery alarms were due to the batteries depleting below 10% rsoc. In addition, mu ltiple controller fault alarms were recorded, due to the batteries depleting to 0% rsoc. As a result, the reported event was confirmed. The most likely root cause of the first loss of power on (B)(6) 2018 can be attributed to a disconnection of both power s ources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The controller power up events recorded from (B)(6) 2018 to (B)(6) 2018 may be attributed to the connected batteries being allowed to drain to 0% rsoc and/ inappropriate power source management. Additional products: battery / bat305166 device evaluated by MFR:yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.